Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 128 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All buttons function properly during testing however, moisture damage was found on keypad traces. The screen was not frozen. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.